Manufacturer narrative:
Unit passed displacement test and basic occlusion test. However, unit alarmed compromised force sensor system during prime/compromised force sensor system test at 2.5 lbs due to moisture damage at the fsr. Unable to perform occlusion test, excessive no delivery test or verify motor error alarms due to compromised force sensor system alarms. No traces of moisture found at the electronic or motor assemblies per visual inspection. However, the vibrator motor found with traces of corrosion. The motor was tested outside the device and passed. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had motor error. Customer's blood glucose value was 135 mg/dl at the time of the incident. Drive support cap was recessed. Customer will return device for analysis.

Manufacturer narrative:
The date entered in ¿date received by manufacturer¿ in the initial report was incorrect.